Event description:
Info rec'd indicates the bed has no functions working and there is no voltage from either side of the f9 fuse to ground.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.